Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer's other relevant blood glucose level was 500 mg/dl, 467 mg/dl, 435 mg/dl, 359 mg/dl, 363 mg/dl, 302 mg/dl, 257 mg/dl, 250 mg/dl, 182 mg/dl. Customer treated with insulin pump for hyperglycemia. Customer experienced symptoms such as nausea, vomiting and difficulty breathing as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.